Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(4). The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. (B)(6). Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. The lot of (B)(4) pieces was released based on step (B)(4) of the work order. No deviation nor any ncrs were marked. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during surgery to remove a proximal tibial plate (ptp) from patient's tibia; the surgeon experienced difficulty removing the plate due to a dull tip of the screwdriver shaft. The dull tip made the head of the extraction screw abraded and so the extraction screw became broken. The surgery was extended for ten (10) minutes due to the event. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Manufacturing investigation evaluation: the product was returned in a packaging different from the original packaging. Although the laser etching was readable, the extraction screw itself was broken along the thread region. A review of the device history records indicated that there were no abnormalities or deviations detected during the manufacture of the device. Further, all relevant dimensions and product hardness were measured and found to fulfill specifications. The geometry of the thread could not be measured because the thread is broken. Because this instrument was produced in 2011, it is likely that the device was used several times. Since the product is an extraction screw, strong forces might be applied to the product during use, which could lead to the observed damage. Based on this information, the complaint is rated as confirmed; however, it is very improbable that these damages occurred during manufacturing. The certificate of the lot, which was closest to the manufacturing date, was checked and confirmed that the appropriate raw material was processed. No manufacturing related issue was identified and/or confirmed. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.